Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that a chest x-ray revealed the left ventricular lead dislodged which resulted in a loss of capture. The lead was explanted and replaced. The patient was doing fine during and post surgery.